Event description:
It was reported that there was an error code 41622 found before the infusion. This issue was not related to physical damage or abuse. There was no delay of therapy. There was no reported customer damage. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a scratched lcd lens, worn keypad overlay, bubbled downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue; error code 41622 alarmed when running motor. The root cause was determined to be a bent dual flag gear. The dual flag gear was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.